Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, reproduction of "intermittent b30 failure due to scope socket failure" was confirmed. It was determined that the event occurred due to the failure of the scope socket due to corrosion (rust) inside the scope socket. From the service manual, it was confirmed that b30 errors indicate scope communication errors and are messages that occur when hardware expansion of scope ID data has failed (registry error occurs), mainly due to foreign object adhering and moisture adhering to electrical contacts. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus during preparation for use, a b30(scope communication error) displayed on the evis exera iii xenon light source with multiple different scopes. The procedure was completed with another similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a corrosion on top cover, corrosion on bottom chassis, corrosion on front panel chassis, corrosion on rear foot, corrosion on rear panel, front panel mouth is chipped. A faulty scope socket caused intermittent ¿b30¿ error code message and corrosion inside the scope socket, a olympus lamp life meter was reading at 100+hours and light output measured within range and corrosion inside air pump tubing. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.